Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate ii lvas, serial number (B)(6), and the reported event could not be conclusively determined through this evaluation. The patient remained ongoing on the heartmate (hm) ii left ventricular assist system (lvas), (B)(6). No product available for investigation. The hmii lvas IFU lists bleeding, and cardiac arrhythmia as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. This document also lists arrhythmia as a potential late postimplant complication. The IFU provides information regarding the recommended anticoagulation therapy and inr range. The heartmate ii lvas IFU provides instructions regarding the installation and orientation of the sealed inflow conduit. This document states to take care to avoid orienting the inlet towards the interventricular septum and care must be taken to avoid excessive angulation of the sealed inflow conduit once the left ventricular assist device is in-situ. Pump function will be compromised in the presence of inlet obstruction. The hmii lvas IFU explains that pump flow is estimated from the pump power and notes that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 07jan2018. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that on 21sep2018 ventricular tachycardia occurred associated with abnormal position of the inflow cannula. On (B)(6) 2018, major bleeding occurred. The bleeding was mediastinal. A position correction was performed. Four to eight units of red cell concentrate per 24 hours were transfused on (B)(6) 2018. The patient was on warfarin and aspirin at the time of the event. The outcome of the bleeding was re-surgery and transfusion. It was reported that the patient developed persisting supraventricular arrhythmia on (B)(6) 2018. Drug therapy or direct current cardioversion was performed. The arrhythmia was due to the patient's primary disease.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.